Event description:
Caller reported a tandem mobi cartridge alarm, which did not cause their blood glucose level to exceed 500 mg/dl. Cts confirmed the presence of cartridge alarm 34 and educated the caller that exposure to magsafe magnets could trigger this alarm. Cts instructed the caller to remove the pump cartridge and deliver a 9-unit bolus, which did not complete successfully as the alarm recurred. Cts decided to replace both the pump and the original cartridge. Caller opted for mdi as backup therapy, and cts provided instructions on storage mode and replacement procedures. The replacement pump was sent, and the caller was advised to return the faulty pump within 10 days.